Event description:
It was reported that during the implant procedure it was noted that the extension and retraction of the screw mechanism of the right atrial (ra) lead were confirmed externally in advance. It was also noted that the screw portion is not completely stored. The physician decided to discontinue the use of the lead. It was further noted that the mechanism could not be retracted. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. The monolithic controlled release device of the lead was torn. Visual analysis of the lead indicated damage at implant. The analyst noted analysis finding indicated the helix bent against the monolithic controlled release device causing difficulty to extend/retract when torque transfer to the helix during implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.